Event description:
It was reported that the device had its service wrench illuminated and logged a critical event code. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has declined service from physio-control. They have decided to retire the device from service. The device will not be returned to physio-control for evaluation.